Event description:
Gt with nissen done in 2005. Pt to ER in 2005 with report of vomiting/bileous gt backflow and a bout of apnea/unresponsiveness. Family member gave short CPR course and pt resumed breathing. Xray demonstrated gastric outlet obstruction/very dilated stomach, decompressed bowel gas pattern. Pt stable on arrival in ER; g-tube was repositioned, pt was observed in picu and discharged to home the next day.